Manufacturer narrative:
Omit : e2403 - no clinical signs, symptoms or conditions, f26 - no health consequences or impact, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex e, f, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the likely reason for the reported issue is that the customer is requesting a list of syringes that are compatible with the pca units.

Event description:
It was reported that the customer reached out to bd technical support asking for a list of compatible syringes with alaris system. Per customer, the list is being asked due to an unspecified "patient incident." No further information was provided. Although requested, no additional information has been provided, and no product was returned for investigation.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer reached out to bd technical support asking for a list of compatible syringes with alaris system. Per customer, the list is being asked due to an unspecified "patient incident." No further information was provided. Although requested, no additional information has been provided, and no product was returned for investigation.